Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7076453.

Event description:
It was reported that the patients ipg had migrated and the lead had high impedances. The patient underwent a revision procedure wherein the ipg and lead was replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.